Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient left the clamp closed on the patient extension line during prime. When she opened the clamp, she received an error detection alarm shortly afterward. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter quality assurance department has reviewed proper procedures with the home patient in addition to referring them to their nurse for local procedures.